Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the basal software did not suspend insulin delivery appropriately. The customer's blood glucose was 63-68 mg/dl. Tandem technical support educated the customer of basal iq software as it was functioning as intended. However, the customer maintained the belief the software was not working. The customer continued to use the pump for insulin therapy.